Manufacturer narrative:
Continuation of d10: product ID 3560030 lot# va2ct5c implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3560030, lot#: va2ct5c, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: extension. Other relevant device(s) are: product ID: 3560030, serial/lot #: (B)(4), ubd: 01-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens). It was reported that during an advanced evaluation with a 978b128 non-recharge lead the account inadvertently opened the micro extension 3560030 and the device was attached to lead. At the time it was unknown that wrong extension was opened; initially there was difficulty attaching extension to lead but eventually they connected and device was implanted. Post op, while configuring and activating the evaluation, the rep noticed an impedance issues and realized at that point that the wrong extension was used in procedure. Impedances were checked and the rep made sure patient felt stimulation appropriately and they were set on an appropriate program. After the rep became aware that the wrong extension was implanted they immediately notified the physician. The physician made the determination to not surgically intervene until outcome of evaluation could be determined in 5/7 days of post op. Per physician instructions if patient had a successful trial them the permanent implant would be placed in the next 7/10 days . If the patient had an inconclusive evaluation then the micro extension would be surgically replaced with non-recharge extension within 7/10 days and the patient would evaluate therapy for another week. There were no patient complications reported as a result of this event. Additional information was received from a manufacturer representative (rep). In response to an inquiry regarding the impedance issue, the rep reported that they had received a message "system is operating at maximum settings, therapy cannot be turned up". The rep assumed that the impedance was out of range since stim couldn't be turned up on all 3 programs. It was not determined it if were too high or too low. Programs 1, 3, 4, and 7 had the issue; however, program 2, 5, and 6 were operating normally. The trial was inconclusive. The healthcare professional (hcp) removed the lead (B)(6) 2021, and replace it with another lead on the contra-lateral side and test for 2 weeks. The issue was resolved. The patient was going to test for 2 weeks with the new lead.